Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted.

Event description:
Received info stating customer received multiple occlusion alarms. There was no reported impact to customer's blood glucose level.